Manufacturer narrative:
All available patient information was included. Additional patient details are not available. The event was previously reported under manufacturer report number 3005094123-2018-00065. On october 14, 2018, the suspect medical device was updated from the regent (architect b-hcg reagents ln 07k78-25 lot 89398ui00) to the architect i2000sr analyzer (ln 03m74-02 sn (B)(4)), manufactured in (B)(4). An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated b-hcg result on the architect i2000sr analyzer. The following data was provided: initial 1248.66 miu/ml, repeated 1.36 miu/ml, 1.57 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved performing an internal decontamination of the instrument. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.